Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt "skipped beats" and was feeling tired, short of breath and had chest pain. There was suspected undersensing, but this could not be confirmed. Additional information obtained from the clinical specialist indicated that the physician has not reported any further issues with the patient. The device remains in use. No patient complications were reported as a result of this event.